Manufacturer narrative:
Concomitant medical products: dtba1d1, ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited high thresholds, high/undefined impedances, and a possible fracture. The lead was reprogrammed, and was later capped and replaced. No patient complications have been reported as a result of this event.